Event description:
One pt who was tested on the suspect device had an inr result of 5.3. The lab inr was 3.2. Controls were in range. The device was replaced and requested to be returned for evaluation.